Manufacturer narrative:
D. Suspect medical device, corrected data: initial report inadvertently listed the wrong suspect device information h4 device manufacture date (mo/day/yr), corrected data: initial report inadvertently provided incorrect information

Event description:
It was reported that high impedance was detected on the patient's generator and that the patient had experienced an increase in seizures. The physician assessed that the increase in seizures was due to high impedance and that the increase in seizures was not worse than pre-vns seizure rate baseline. It was reported that there were no external factors contributing to the increase in seizures. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.